Manufacturer narrative:
Per investigation findings, bd has determined that the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure in the ureteral dilation balloon catheter did not raise even when the pressure was applied by inflation. It was stated that there was no problem when the separate inventory was opened and used. As per follow up information received via ibc on 14jul2022, it was stated that the customer did not provide any information whether there were any holes or tears in the foley catheter balloon. As per notification received from investigator on 30sep2022, it was stated that during evaluation it was found that the gauge needle was out of the zero position and the gauge was found to be broken at the glue plug area due to shock damage .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure in the ureteral dilation balloon catheter did not raise even when the pressure was applied by inflation. It was stated that there was no problem when the separate inventory was opened and used. As per follow up information received via ibc on (B)(6)2022 , it was stated that the customer did not provide any information whether there were any holes or tears in the foley catheter balloon. As per notification received from investigator on (B)(6)2022 , it was stated that during evaluation it was found that the gauge needle was out of the zero position and the gauge was found to be broken at the glue plug area due to shock damage .